Manufacturer narrative:
Investigation has not yet begun. Placed on a dialysis machine reserved for known hepatitis pts, when it should have been placed on dialysis machine for negative hepatitis pts. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account generated a reactive, confirmed positive auszyme monoclonal eia result on a dialysis pt who tested architect hbsag negative and dna negative. In 2008, the pt tested repeatedly reactive, confirmed positive auszyme monoclonal eia. The pt underwent dialysis treatment using equipment reserved for pts with known hepatitis or other infections. The pt returned on fifteen days later and tested architect hbsag negative. The sample was not repeated on the auszyme eia monoclonal assay due to lack of reagent. A new specimen was obtained on two days later, and again tested architect hbsag negative and dna negative. The account was in the process of converting from auszyme monoclonal eia to the architect hbsag. The account started using the architect hbsag assay as test of record on a week after the original date. No additional impact to the pt was reported due to using a dialysis equipment reserved for pts with known hepatitis or other infections. Data: auszyme initial test. Od=0.184, cutoff=0.033. Auszyme repeat test: od=0.272, 0.292, cutoff=0.027. Ayszyme confirmatory: neutralization=100.2%. Architect: hbsag=0.59 s/co (nonreactive). Ausab=0.00 miu/ml (nonreactive). Anti-hcv=0.04 s/so (nonreactive). End of report.